Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a blood glucose of 500 mg/dl and diabetic ketoacidosis. The customer was vomiting and had difficulty breathing. The customer went to the ER and was treated using insulin pump therapy. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The patient's current blood glucose was in the 300 mg/dl range. No products were returned or replaced.